Event description:
Device was returned for valve 2 failure. The pump was reverted to manufacturing mode to undergo pneumatic hardware testing. While the results for the valves were passing after several rounds, the readings for valve 2 were varying more widely and were significantly closer to the failure line than all other valves. It was also found the lever boot retaining plate was cracked during investigation.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: IV pump alarming "malfunction needs repair". A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.